Event description:
It was reported the patient had bladder pain and the clinical diagnosis was noted as a urinary tract infection. Laboratory testing revealed 100,000 cfu/ml klebsiella pneumoniae. Ciprofloxacin was administered for seven days. It was unknown if the event was related to the device. Event was considered resolved without sequelae.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v028172, implanted: (B)(6) 2007, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information noted an "other etiology" of the patient's prior risk factor. No further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the clinical site confirmed the uti is not related to the device, therapy or procedure. No further complications were reported/anticipated.